Event description:
It was reported that the patient had electromagnetic interference in the past. They had an implantable neurostimulator (ins) since 1994. When the patient would go into stores through the theft detectors, their device would turn on and go up. When they were teaching at an elementary school and the main frame went down, their device turned off. It was with the patient¿s legacy devices. Information regarding further information about the event and patient outcome has been requested. If additional information is received, a follow-up report will be sent. [It was unknown which ins(s) had these issues. See patient¿s other devices, reference manufacturing report #6000032-2015-00059; #6000032-2015-00060].

Manufacturer narrative:
Concomitant products: product ID: 7425, serial# (B)(4), implanted: (B)(6) 1997, product type: implantable neurostimulator. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator. Product ID: 7424, serial# (B)(4), implanted: (B)(6) 1994, product type: implantable neurostimulator. Product ID: 3470, serial# (B)(4), implanted: (B)(6) 1998, product type: receiver. (B)(4).